Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 reported event was confirmed by review of provided picture of device. Visual examination of the received picture identified the product was fractured. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the tip of the pin fractured off. The fractured piece was retrieved from the patient's body. No adverse event has been reported as a result of the malfunction.